Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 400 mg/dl. The customer's other blood glucose was unknown. Customer did experience the symptoms such as vomiting, feeling like passing out and difficulty in breathing. Customer treated high blood glucose with manual injection. The insulin pump will not be returned for analysis.